Event description:
The laser system has the following problem: "mark on the oc mirror". No adverse effects to patient were reported, the failure happened during maintenance operations.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury, the failure happened during maintenance.